Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a "clean out" of his right knee due to infection. It is unknown if any components were exchanged.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records by clinical consultant indicated: this inquiry reports a total knee replacement that subsequently became infected and was re-operated approximately 1 1/2 years after implantation. While no other information is provided in this particular inquiry, there are associated inquiries which document further surgeries including two-stage revision, arthrodesis, and subsequent amputation. I can confirm that these events occurred since I was able to review records documenting procedures. Regarding the root cause of infection following total knee arthroplasty 1 1/2 years after implantation, I cannot determine it with certainty. The causes are multifactorial including surgical actors and patient factors. Most commonly late infection occurs because of seeding of the arthroplasty from a remote site. As outlined above, this inquiry concerns a total knee replacement which became infected requiring subsequent surgeries which eventually led to an amputation of the right lower extremity. The causes of persistent infection following multiple surgeries after a total knee arthroplasty are multifactorial including surgical factors and patient factors and commonly due to seeding from a remote site. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of medical records by clinical consultant indicated: this inquiry reports a total knee replacement that subsequently became infected and was re-operated approximately 1 1/2 years after implantation. While no other information is provided in this particular inquiry, there are associated inquiries which document further surgeries including two-stage revision, arthrodesis, and subsequent amputation. I can confirm that these events occurred since I was able to review records documenting procedures. Regarding the root cause of infection following total knee arthroplasty 1 1/2 years after implantation, I cannot determine it with certainty. The causes are multifactorial including surgical actors and patient factors. Most commonly late infection occurs because of seeding of the arthroplasty from a remote site. As outlined above, this inquiry concerns a total knee replacement which became infected requiring subsequent surgeries which eventually led to an amputation of the right lower extremity. The causes of persistent infection following multiple surgeries after a total knee arthroplasty are multifactorial including surgical factors and patient factors and commonly due to seeding from a remote site. Patient would like to know if his implants were involved in a recall. As device lot code was not provided, it is not possible to determine if the patient¿s implant is subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported a "clean out" of his right knee due to infection. It is unknown if any components were exchanged.

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520b500; lot# atr6k triathlon asymmetric x3 patella; cat# 5551-g-381 ; lot# t8vp triathlon ps fem component, cemented; cat# 5515-f-502; lot# tsswtuu3 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records by clinical consultant indicated: this inquiry reports a total knee replacement that subsequently became infected and was re-operated approximately 1 1/2 years after implantation. While no other information is provided in this particular inquiry, there are associated inquiries which document further surgeries including two-stage revision, arthrodesis, and subsequent amputation. I can confirm that these events occurred since I was able to review records documenting procedures. Regarding the root cause of infection following total knee arthroplasty 1 1/2 years after implantation, I cannot determine it with certainty. The causes are multifactorial including surgical actors and patient factors. Most commonly late infection occurs because of seeding of the arthroplasty from a remote site. As outlined above, this inquiry concerns a total knee replacement which became infected requiring subsequent surgeries which eventually led to an amputation of the right lower extremity. The causes of persistent infection following multiple surgeries after a total knee arthroplasty are multifactorial including surgical factors and patient factors and commonly due to seeding from a remote site. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of medical records by clinical consultant indicated: this inquiry reports a total knee replacement that subsequently became infected and was re-operated approximately 1 1/2 years after implantation. While no other information is provided in this particular inquiry, there are associated inquiries which document further surgeries including two-stage revision, arthrodesis, and subsequent amputation. I can confirm that these events occurred since I was able to review records documenting procedures. Regarding the root cause of infection following total knee arthroplasty 1 1/2 years after implantation, I cannot determine it with certainty. The causes are multifactorial including surgical actors and patient factors. Most commonly late infection occurs because of seeding of the arthroplasty from a remote site. As outlined above, this inquiry concerns a total knee replacement which became infected requiring subsequent surgeries which eventually led to an amputation of the right lower extremity. The causes of persistent infection following multiple surgeries after a total knee arthroplasty are multifactorial including surgical factors and patient factors and commonly due to seeding from a remote site. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further information is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient reported a "clean out" of his right knee due to infection. It is unknown if any components were exchanged.